Manufacturer narrative:
Reporter's number (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause of the cutter not being able to be inserted was due to worn out bearings from normal use and servicing over time. The assignable root cause of the drilled leg tip was excessive lateral force being placed on the device causing the drill to flex and come into contact with the neuro-tip leg, which is damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the cutter device could not be inserted and the leg of the device was drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.